Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device went from prime straight into fill one (skipping a step), which resulted in a lot of fluid coming out of the patient line. The patient was not connected to the setup. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.